Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "everything was working fine until I sent a transmission" from the remote monitor and the patient's heart rate went up to 120 beats per minute. Per follow up with the patient's clinic, the patient had atrial flutter and rapid ventricular response. The patient had experienced dyspnea, near-syncope and dizziness. The implantable pulse generator (ipg) was re-programmed and the patient was scheduled for an ablation. The ipg remains in use. No further patient complications have been reported as a result of this event.